Event description:
Patient undergoing test, became agitated; patient's wife in waiting room overheard commotion, anxiously ran into exam room with pocketbook which immediately got pulled into machine.